Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 419 mg/dl. The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.

Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked and the distal tip of the soft cannula was found to be damaged, however, the timing and cause of these damages could not be determined. During the investigation, the kink did not prevent fluid from exiting the damaged distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin.